Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt was unable to adjust stimulation. The pt had no stimulation sensation. It was noted that the right implant wasn't responding, the left implant was responding. The pt was at home; the pt's status was reported to be undetermined. Add'l info has been requested, but was not available as of the date of this report.